Event description:
No info is available from the customer; the only info is an escalation e-mail from tech support, which states that the customer needs help investigating an incident with an overinfusion; reportedly there was an adverse reaction with the pt but no details were provided. Tech support assisted with event log download, but only got the pcu s/n. Customer stated that no further pt/event info is available at this time.

Manufacturer narrative:
(B)(4). Although requested, logs/device have not been received. A f/u report will be submitted with failure investigation results should the logs/device be received for eval.